Event description:
One endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. Upon the initial inflation attempt, the delivery balloon burst leaving the stent partially expanded. The delivery system was withdrawn from the pt. An add'l balloon catheter was used to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.